Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fell off the pump multiple times. Reportedly, the customer reloaded the cartridge onto the pump and continued insulin therapy. Customer's blood glucose level was 192 mg/dl.